Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reports patient received new replacement controller and recharger,  and patient continues to not be able to wake the ins up. Caller reports patient last charge was before covid. Caller reports patient has performed passive recharge and has reset the controller, continues to not charge the ins. Troubleshooting was unable to be performed as caller is not with patient the patient was redirected to their healthcare provider to further address the issue. Suggest caller to meet with patient and perform disable and re-able device reviewed tech mode. It was reported he has done multiple passive recharge mode(prm) with patient on a different day and today another hour of prm with multiple disable/re-enable but yet the implant has not responded. Rep said he has tried using different equipment as well, yet no success. Technical services(ts) told rep that he's done all that he can at this point. Ts suggested that rep can try more prm sessions or speak with hcp about replacement at this point. Cause was not determined. Patient calling tech services to troubleshoot. Issue has not been resolved. The rep called and reported caller working with pt on charging ins and they have done some passive charging today (30 min). The pt has charged for an hour a few wks ago and then pt tried using another recharger and did another 1 hour or so of charging since then. Tried 2 disable device commands but this resulted in "device not found". Caller is going to do further passive charging and see if they transition to normal charging. Tss advised to call back in if they weren't able to get into normal charging. Rep reported they attempted multiple times to recharge and disabled and enabled the remote in clinician mode. The issue has not been resolved and technical service did not have any additional recommendations. Patient¿s weight is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.